Manufacturer narrative:
The ge service rep conducted an onsite investigation. The fluoro function board was adjusted and the battery in the generator interface board was replaced. The customer requested that no further service be done. No further service information was provided.

Event description:
The customer reported that the monitors on the system were black. No pt injury was reported.